Event description:
Healthcare professional reported via company representative "hole in style 133s tissue expander." Affected side is right. The device has been explanted. It has been confirmed that the healthcare professional "replaced the ruptured tissue expander with another expander."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported via company representative "hole in style 133s tissue expander." Affected side is right. The device has been explanted. It has been confirmed that the healthcare professional "replaced the ruptured tissue expander with another expander."

Event description:
Healthcare professional reported via company representative "hole in style 133s tissue expander." Affected side is right. The device has been explanted. It has been confirmed that the healthcare professional "replaced the ruptured tissue expander with another expander."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was "rupture" of a saline tissue expander.